Event description:
It was reported that the collimator on the 9800 system closed down at boot up. Also the camera would not rotate and the power cord was damaged. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fluoro functions board, generator interface board, high voltage cable, power cord, and software were installed during the service call. The system was tested, and found to be working as intended, and put back into service.